Event description:
It was reported that the patient returned to the hospital post implant with chest pain. CT revealed perforation and pleural effusion. The lead was repositioned and the perforated area was stitched.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.